Event description:
It was reported that the patient received a replacement of an ams700 inflatable penile prosthesis pre-connect pump and reservoir due to the pump not inflating. Another pump and reservoir were implanted to complete this surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.

Event description:
It was reported that the patient received a replacement of an ams700 inflatable penile prosthesis pre-connect pump and reservoir due to the pump not inflating. Another pump and reservoir were implanted to complete this surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.

Manufacturer narrative:
The ams700 preconnect was visually inspected and functionally tested. No leak was found. The cylinders and pump performed within specifications. The product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The reported allegation could not be confirmed. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process. The ams700 reservoir was visually inspected and functionally tested. There was a leak in the reservoir shell that was the result of undetermined wear. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered cause traced to component failure. This complaint investigation conclusion code is utilized for an expected or random component failure without any design or manufacturing issue. Based on the results of this investigation, no escalation is necessary. Additional information received that there was no issues reported with the reservoir but the reservoir was replaced with a new one in case of a fluid loss problem.

Manufacturer narrative:
Additional information received that there was no issues reported with the reservoir but the reservoir was replaced with a new one in case of a fluid loss problem.

Event description:
It was reported that the patient received a replacement of an ams700 inflatable penile prosthesis pre-connect pump and reservoir due to the pump not inflating. Another pump and reservoir were implanted to complete this surgery. No patient complications were reported in relation to his event. Further information was requested and is not yet available. Should additional information become available, this complaint will be reassessed.